Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the cause of the lead migration was unknown.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date; (B)(6) 2025. Brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a neurostimulator experienced lead migration, increased back pain, increased leg pain, absence of stimulation down the left leg, and no stimulation in the back, stomach, ribs, and thigh. The patient also reported abnormal stimulation in the rib area and lateral stimulation, suggesting abnormal stimulation sites. The patient underwent multiple assessments, including reporting increased back and leg pain and lack of stimulation down the leg, examination of spinal cord stimulator (scs) lead placement, and imaging (x-ray, MRI, CT), which showed the scs lead at t6-t7 with no lead abnormality seen. During a clinic visit, it was noted that rib stimulation and lateral stimulation were present, and it appeared that one lead had migrated. Interventions included reprogramming the entire system and administering a steroid injection at l5-s1. The event resulted in an unscheduled clinic or office visit. The outcome was ongoing. Discussed this as indication to try lead revision.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2025: product type lead product ID 977a260 serial# (B)(6). Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that on (B)(6) 2025, patient reported he was having more back pain which was shooting down to his leg and that he was concerned that the stimulator was not working. On (B)(6) 2025, it was reported that the patient was programmed again and when programmed, patient was having flank and abdominal stimulation. Discussed this as indication to try lead revision.